Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The patient was discharged home 6 days after the procedure. 2 weeks later, a follow-up exam revealed that a part of the trunk - ipsilateral leg endoprosthesis (cxt261412) was stenosed around the transition of the flow-divider to ipsilateral leg. From the stenosed part to distally, the ipsilateral leg of cxt261412 and a contralateral leg endoprosthesis (plc231000j) extension were completely occluded with thrombus. The physician assumed the devices were occluded 7 days after the procedure, as the patient complained that her leg started to feel listless the next day of discharge. Since the patient is experiencing minimum clinical symptom and the blood flow was observed distal to the occluded devices, no additional treatment was required. The patient is being monitored.